Manufacturer narrative:
Monteris will monitor frequency for this type of occurrence. No corrective actions at this time.

Event description:
It was reported that when mounting the axiiis device, the physician was unable to get the first two screws to "bite' into the pt's skull. After investigating, it was noticed that the tips of the two screws had broken off in the pt's anatomy and were unable to be recovered. No adverse pt effects were noted.